Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an out of tolerance u1 component in the cable connecting ECG "a" and ECG "b". The root cause for the out of tolerence component was unable to be positively identified. No adverse event resulted from the damage electrode belt.

Event description:
A patient's electrode belt was returned to a us distributor and it was reported that the patient was receiving frequent gong alarms.